Manufacturer narrative:
The tip breaking (ceramic) condition was not confirmed since the unit was not returned. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component: even though the device history record of the reported unit could not be reviewed since the lot number was not reported, a possible workmanship (assembly) related condition is a less likely to be a contributor based on the line controls, non-conformance report and previous complaint history related to this part number or condition reported. Poor assembly process: in addition, a 30x inspection of the probe's tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ceramic at the tip peeled off.

Event description:
It was reported that the ceramic at the tip peeled off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.